Event description:
It was reported by a physician that this pacemaker device is suspected of exhibiting premature battery depletion (pbd). They indicated that during the previous routine follow-up check, the device battery longevity was greater than 5 years, but at the current follow-up check, the device battery longevity was 2 years indicating the battery was depleting more quickly than expected. Information indicates the device remains in-service at this time and the next follow-up device check is scheduled for december. There were no adverse patient effects.